Event description:
The customer reported that erroneous creatinine patient results were generated from an au5400 clinical chemistry analyzer for multiple serum patient samples. Initially the customer had reported issues with unsaturated iron binding capacity (uibc) and iron performance. No patient results or event information was provided regarding these analytes. On (B)(6) 2012, the customer reported a cuvette overflow which affected numerous patient creatinine results on (B)(6) 2012. The customer repeated approximately two hundred fifty five suspect patient results and identified eighty initial creatinine patient results that were regarded as erroneous and required an amended report. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing these patients' creatinine results were lower in most instances. The erroneously creatinine results were reported outside of the laboratory and it is unknown as to whether there was a death, serious injury or modification to patient treatment associated with this event. Two levels of quality controls were executed four times per day during the time frame of the event. All controls were within range. No specific patient information, additional system performance data and additional sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. A cracked cuvette was found and replaced by the beckman coulter inc. Field service engineer (fse). A reagent syringe was also replaced. After the completion of the repairs, iron and creatinine precision were verified as acceptable and the instrument was returned into operation. The failure mode for this event was a cracked cuvette. Beckman coulter inc. Corrections/corrective actions were initiated to address cuvette overflow issues. Related mdrs: 2050012-2012-01574.